Event description:
Resident fall from mechanical left sling-apparently "catapulted." Injury fall - hematoma (subarachnoid). Concern relates to the safety of the hammock sling. The mechanical lift functioned perfectly - does this sling require analysis is the question. Discovered the sling may be a concern in 2004 during investigation process.